Event description:
The customer reported that while collecting blood from an (B)(6) pt using the identified device, the female luer adaptor separated from the male luer adaptor. Blood leaked onto the floor and one drop of blood got into the right eye of the health care worker. The health care worker received first aid as well as prophylactic treatment.

Manufacturer narrative:
A complaint history check was performed and this is the first complaint received for the identified lot. A device history review was also performed and there were no issues found. The customer indicated that samples are available but these have not been received to date. Retain samples were randomly selected and evaluated. The results are entered under the eval summary. Regulatory compliance will continue to monitor the reported condition. A total of fifty (50) retain devices from the identified lot were randomly selected and visually inspected for any abnormalities such as missing or separated male luer/female luer engagement. There were no observations for any of the fifty (50) devices. Thirteen (13) devices were also examined for other defects like deformed and damaged taper parts. There were no observations here either. Secondly, product leak tests were performed. Thirteen (13) retain samples were investigated for any product leakage and no (0) out of the 13 displayed any leakage. The same number of retain samples (13) were evaluated by a water leak test at the taper engagement parts and no (0) leakage was observed. In addition the separation forces of the luer engagement parts were measured and gauging tests were performed for another thirteen (13) retains. The results did not reveal any quality issues. The testing and results did not indicate any quality related issues with the MFR and/or performance of the identified lot.